Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450mg/dl and the pump alarmed no delivery. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. No high blood glucose troubleshooting was performed. No further details given.